Event description:
Procedure type: low anterior resection. According to the reporter: there was a leakage detected at the anastomotic site that required re-operation one day following the detection of the leak. The patient is recovering after leaving the ICU.

Manufacturer narrative:
(B)(4).